Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional; however, it was opened and closed with some difficulty. The device was disassembled and internal interference between moving parts was found. The handle and yoke were rubbing against each other. The yoke is an internal mechanism that transmits the force and motion from the thumb and finger rings (handle) into the tube assembly that causes the clamp arm to close. This friction can hinder the ability for the user to open and close the device efficiently.

Event description:
It was reported that during a gastrectomy procedure, it was so hard to grasp the handle that it affected completion of the operation. When the doctor grasped the handle over and over again, the handle began to be grasped a little. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was determined that the event occurred during delivery; therefore, there was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated. During a review of the event history, it was discovered that the reported condition occurred one time during infusion on (B)(4) 2010.